Manufacturer narrative:
Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations, no material or manufacturing related root cause could be determined.

Event description:
The passeo-18 peripheral balloon catheter was selected for treatment of a moderately calcified lesion (85 percent stenosis degree) in a moderately tortuous segment of the ostial to proximal right sfa. The device was introduced for predilatation, but the balloon could not pass the lesion. The device was withdrawn and scrapped at the hospital.